Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician had used the venaseal closure system to treat the patient's great saphenous vein (gsv).the vein is reported to have closed. It was reported that approximately 18 months post procedure the patient has severe itching all over their body. The physician prescribed medrol dosepak for the patient and the patient requested the treated vein be excised. No information available currently on vein excision status.